Event description:
On (B)(6) 2022 charger port and usb cable caught fire. The user was not harmed by the incident and did not seek medical practitioner. The user is in the mid 60's.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation of the actual device: it was stated the original accessories were used. However, the cable received was not original. The power adapter was discarded. The charger has a burnt and melted usb port and cable with no power adapter supplied. It is suspected the power adapter was of the quick charging type and not compatible and/or recommended for these chargers along with the non-genuine cable that was supplied, and possible loose usb port could have all contributed to a loose connection and resulted in enough heat generated to burn and melt the connector and cable. Investigation of trended case: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: based on these results from previous evaluations, clinical conclusion on this case is that there is a potential risk of heat dissipation based on the findings. Use of a non-genuine usb cable can increase the risk of heat dissipation. In this case, heating led to fire but no harm was reported. A damaged power supply or a power supply of very poor quality could potentially lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runaway can lead to high temperatures or fire accidents. The chargers have been safety tested according to applicable standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. The above information indicates need for reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. This is a combined initial and final report.